Event description:
It was reported that the pt had MRI and blood tests. Doctor said there was mechanical corrosion and pt requires a revision. Pt has pain and had physical therapy which did not work.

Manufacturer narrative:
The pt is (B)(6) tall. At this time, the pt was unable to identify the devices implanted, however believes to either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.